Event description:
Pt with dehisced sternotomy incision reportedly suffered fatal cardiac complication. Although cause of complication is not known, investigation revealed that surgeon had mechanically spread the opposed edges of the incised sternum and stuffed the foam dressing into the thoracic cavity so that the dressing was compressed against the pt's heart, contrary to MFR's contraindication and product labeling. Before initiating therapy, the mechanical spreading of the opposed sternal edges was released to further compress the foam dressing.